Event description:
It was reported that on (B)(6) 2024, the patient had a 3.5x48 mm xience xpedition stent implanted in the circumflex coronary artery. On (B)(6) 2024, restenosis was found within the stent. A non-abbott stent was used to treat the restenosis. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported patient effect; however, the subsequent treatment appears to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.